Manufacturer narrative:
Date sent: 7/17/2007.

Event description:
It was reported that after the device had been used for a breast biopsy procedure, foreign matter was photographed by mammography. The surgeon thought it might be a part of the needle. No patient consequence were reported.